Event description:
Boston scientific received information that the patient was admitted for a wound debridement. The post procedure interrogation revealed oversensing of noise. Boston scientific technical services (ts) was consulted and reviewed the electrograms (egm). It was found that the noise was a result of electromagnetic interference (emi) during the debridement procedure. The patient is not pacemaker dependent, however the egms were not easy to read due to the amount of noise, thus it was not fully able to be determined if there was pacing inhibition. Since the noise was due to emi, no programming changes were made. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.